Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank cycler screen during unknown phase of pd treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. Patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The technical support representative issued a cycler replacement. Upon follow up, it was confirmed that the patient was not able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.